Manufacturer narrative:
Pr (B)(4) follow up emdr submission for manufacture evaluation. There was no sample provided for analysis. The failure mode could not be confirmed through visual analysis of the customer provided photograph. No cracks in the catheter were visible; however, it does seem that the locking tab has been damaged but this cannot be confirmed through visual analysis of the provided photograph. The lot number was unknown on this complaint, therefore we are unable to perform a device history record review. Without a sample or conclusive photographs, the investigation was not able to definitively confirm the failure mode nor the specific cause for the broken locking tab which the investigation suspects. Consequently, no probable root cause was identified for this complaint. Since no probable root cause was identified for the reported failure mode, no corrective/preventive actions could be identified for the complaint. This complaint will be added to the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
The customer reported that the patient end of catheter valve has cracked. It appears to have occurred over time. There is some leakage around site. No harm reported. Minimal details available. They are still able to drain without issue. No harm reported.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that the patient end of catheter valve has cracked. It appears to have occurred over time. There is some leakage around site. No harm reported. Minimal details available. They are still able to drain without issue. No harm reported.